Event description:
It was reported during servicing that the cardiosave intra-aortic balloon pump (iabp) the fiber optic was replaced. There was no patient involvement reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable, fibre optic connector and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service. The suspected faulty fiber optic connector was sent to getinge's failure analysis and testing (fat) for evaluation with a reported unit failure of code 14 which is unrelated to this part that was returned. A technician inspected the fiber optic connector and visual damage was observed. Please see attachment for evidence of the damage. The technician then installed the fiber optic connector into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The fiber optic connector was retained in the fat per procedure.

Event description:
It was reported during servicing the iabp the fiber optic was replaced on the cardiosave.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.